Event description:
During a tplo procedure on a canine on (B)(6) 2013, it was reported that the small battery drive had low power. Reportedly the procedure was prolonged for approximately 20 minutes. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. The health professional is the veterinarian. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis the manufacturing documents were reviewed and no complaint related issues were found.